Event description:
Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy has been restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing ineffective therapy due to their left l5 lead having migrated. The issue was confirmed via x-ray. Reprogramming was unable to resolve the issue. As a result, the patient underwent surgical intervention on (B)(6) 2023 during which an additional lead was implanted. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. A patient experienced lead migration was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slimtip lead, model: mn10450-50a, serial: (B)(4), UDI: (B)(4), batch: 8207494.